Event description:
The customer reported that the system would display a communication failure error message and would intermittently not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The service rep replaced the power and relay printed circuit board and the eprom and generic interface printed circuit boards. The system was tested and found to be working as intended and put back into service.